Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D4: serial/lot no/UDI number - additional. H2: additional information. H4: device mfg date - additional. H6: adverse event problem - additional. H7: type of remedial action - additional. H9 section 21 usc 360 report no - additional.

Event description:
Subsequent to the initial MDR, additional information is required.